Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, the surgeon experienced an incomplete anastomosis, coloproctostomy, on the anterior side. A leak test was performed and bubbles resulted. The area was examined and it was found that the device cut but did not staple. The area was oversewn and case was completed. The surgeon stated that he feels the device may not have been positioned incorrectly along the anterior side causing the are not to be stapled, but he isn't for sure. There was no adverse consequence to the patient. The device was discarded.